Manufacturer narrative:
Concomitant medical products: product ID; 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v852752, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient was working with their healthcare provider or manufacturer representative in regard to their concerns. It was not clear if their concerns were resolved or not. An appointment date of (B)(6) 2014 was noted.

Event description:
It was reported that all of a sudden in the last few days the patient lost control of her bowel and she had never had the issue before. She was implanted to help with urinary issues; incontinence and urinary tract infections (uti) specifically. The patient stated that she might have had ¿little messes in her panties,¿ but nothing like she had in the afternoon on the day of the report. She mentioned that she ¿did not know the device connected to the bowel until she was on her way into surgery.¿ no interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.